Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated they calibrated the cgm after inserting the sensor and went to bed after eating a turkey burger for dinner. She stated that the cgm kept alarming all night for glucose values in the 30s to 40s mg/dl. She ate protein, complex carbs and small amounts of fat throughout the night, but it kept alarming for low values, and she took 2 glucose tabs. No symptoms were reported other than fatigue from the alarms. At 5:00 am on 02/02/2020, she called the nurse at the hospital who told her to seek emergency care. She went to the local emergency room (ER) and fell when trying to get to the front door when leaving the house. She did not have any injury but stated she expected to develop bruising. At the ER, they started checking her fingersticks and none matched the cgm readings. Six bg samples ranged from 93 to 113 mg/dl while the cgm kept alarming for low in spite of her having calibrated it 6 times total. While at the ER, she complained of chest pain. They did an EKG (electrocardiogram) and chest x-ray, and monitored her oxygen level and blood pressure which was 158/98. The physician told her the chest pain was likely from eating so much during the night, causing gastritis and gastric reflux. No medications were given in the ER. At the time of the call about 1 and a half hours after arriving at the ER, she was stable but very tired from the interrupted sleep all night. Labeling indicates: when your most recent g6 reading is above 400 mg/dl or below 40 mg/dl, you won¿t get a number. Instead, your display device will say low or high. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator for this specific event. No additional patient or event information is available.